Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump alarms every time latch is closed without a cassette. Incident occurred during testing; no patient involvment.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visually inspected the pump and when attached cassette onto the pump and it alarm "cassette not attached properly". The customer's stated problem was verified. According to the investigation, when cassette was attached onto pump, the pump alarm "cassette not attached properly". Further investigation of the pump determined that a faulty latch lock flex was the root cause of the issue. Investigator's replaced the pump faulty latch lock flex sensor. The problem source of the reported problem is unknown.